Event description:
It was reported that, during device check prior to implant, a message for excessive current drain was displayed for the cardiac resynchronization therapy defibrillator. The device was not used.

Manufacturer narrative:
The reported field event of high current and premature depletion was confirmed. The remaining battery capacity did not meet implant requirements and was found to be premature. The cause of the premature depletion was found to be due to high current. High current was unable to be reproduced on the bench. The cause of the high current remains undetermined.